Event description:
A consumer reported that their thermometer (bfh175) allegedly provided a false negative temperature reading when used on her 18-month-old daughter, who has a history of epilepsy. The device allegedly displayed a temperature of 99.7°f. Approximately 1.5 to 2 hours later, the child experienced a febrile seizure. The consumer, who stated that she is an emt and that the child's father is a paramedic, then measured the child's temperature using an irt6500 thermometer, which displayed 102.7°f, and a cardinal health oral/axillary thermometer, which displayed 102.5°f. The consumer stated that had she known the child's temperature was that high, she would have administered medication earlier. She reported that this was not the first time the bfh175 thermometer produced an inaccurate reading. The child was treated at home, and no additional medical intervention was reported. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.